Event description:
It was reported that the pt experienced a loss of therapeutic effect and no stimulation sensation. The lead impedance measurements were greater than 4,000 ohms. The pt was able to be reprogrammed with good electrode contacts. The pt was in good condition.

Manufacturer narrative:
(B) (4)